Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an agile esophageal fully covered stent was to be implanted to treat an approximately 5cm esophageal cancer during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous. Post stent placement, imaging was performed and it was noted that the stent had migrated. The stent was removed from the patient and an agile partially covered stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.